Manufacturer narrative:
UDI: unknown part number, UDI unavailable; (21 ) nlbhdk. It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
(B)(4). After a MRI, the pump alarmed and blocked. The flow was minimal. The pump needs to be re-activated.

Manufacturer narrative:
Updated UDI: (B)(4). Corrected fields -- d4, h10. Additional information -- g4, g7, h2, h10. Additional information found during the evaluation included an updated product code. This report has been updated to reflect the corrected information.

Manufacturer narrative:
Updated UDI: unknown part number, UDI unavailable; (B)(4),(B)(6). Based on the onsite technical support: the pump (B)(6) was flowing normally (no alarm) up until the MRI examination on (B)(6)2016. The pump interrogation performed by the clinician during a patient visit on (B)(6) 2016 was reporting a ¿hardware failure [11]¿. The last refill was performed on (B)(6) 2016; its corresponding transaction log was not available at the time of the pib. According to the physician, the pump was refilled with 20ml of baclofen, concentration of 1000mcg/ml. It was programmed at a daily dose of 150mcg/day. Due to the low daily dose, even with the pump in stop infusion mode since few days, the patient was feeling well and not feeling any withdrawal symptoms. A pump interrogation was performed during field visit by means of a hardware technician key. The values obtained were consistent with the expected status and sensor measurements. The corresponding temperature measurement was 33.8°c and the fls frequency measurement was 292130 hz which corresponds to 14.9 ml. It was noted a bir integrity error present, meaning that once the battery measurement made every 32 days was out of range. Those data were discussed during a pib meeting. Based on the information provided, the board concluded that the pump errors flags could be cleared and that the physician could resume the medication. The pump errors were successfully cleared using a technician hardware key plugged in the physician¿s cu, a self-test has been forced. The pumps status, error and sensors were checked after the ¿clear error¿ and seems all consistent. The physician restarted the program. It was recommended to control the pump data (status, errors and sensors) at the next refill (at l east 32 days after (B)(6) to ensure the bir integrity error that was observed will not be present anymore. An electronic review of the device history record was performed for the medstream pump 91-4200, sn: (B)(6) (lot: clfcd7), and the lot met specifications when released on (B)(6)2010. The pump interrogation performed on (B)(6) 2016 showed that the pump had trigged a hardware failure [11]. The complaint was confirmed based on the pump interrogation performed during field visit on (B)(6) 2016, by means of a hardware technician key. It was observed a "hardware failure [11]". It has been shown that the pump failure was not related to the pump hardware integrity, but most probably to a possible interference with the MRI examination onto the pump. The pib was called and recommended to clear the error flags based onto the data collected. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.